Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Additional information has been requested but has not been received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02368; related manufacturer reference number: 2017865-2020-02369. It was reported that the patient had a recurring (B)(6). The implantable cardioverter defibrillator and all three leads were explanted due to the infection, and were replaced.